Event description:
This report is submitted to report the atypical clip movement which occurred in the left ventricle and has the potential to cause or contribute to patient injury if the clip becomes entangled in the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4, with an insufficient jet on the medial side. While advancing the clip into the left ventricle, the cds shaft was bending. The clip was attempted to be opened, but the clip jumped open to 120 degrees. The decision was made to replace the cds. A new cds was used successfully. Two clips were implanted and the mr was reduced to <1 with an excellent result. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned for analysis. The reported bent delivery catheter (dc) shaft and clip actuation issue were confirmed via returned device analysis. Potential causes for the clip actuation issues and the dc shaft bend can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (excessive or unintended curves on the device during advancement resulting in excessive tension on the device during the procedure). With respect to the patient conditions, procedural conditions and/or user technique, the difficult clip opening/jumpiness and bent dc shaft may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. Based on the information reviewed and the evaluation of the returned device, the cause for the difficult clip opening/jumpiness and bent dc shaft was likely due to the bent actuator mandrel; however, a cause for the noted bend in the device could not be definitively identified. There does not appear to be any evidence of a product quality deficiency associated with the cds. A review of the device history record revealed no non-conformances for the lot. Additionally, a review of the complaint handling database indicated there have been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.